Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: date of event is unknown.

Event description:
It was reported that during testing, the device failed the rate test. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the rear housing to be cracked. There was no evidence in the event history log. The reported problem was verified by delivery accuracy testing. It was determined that the most probable root cause was the expulsor. The expulsor assembly was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: 2/2/2024.